Event description:
It was reported the display is defective. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing columns, lcd found out of electrical specification. Analysis also found the lower case is broken and the ring is bent. (B)(4).